Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range pacing impedances. In addition, loss of capture (loc) was observed, however, the patient had an escape rhythm of 40 beats per minute (bpm). Review of non-sustained ventricular tachycardia (nsvt) episodes, indicated that noise was oversensed. Subsequently, a revision procedure occurred. The rv lead was explanted and replaced. No additional adverse patient effects were reported.